Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported the battery compartment of the insulin pump was damaged and the battery life was shorter than expected. Blood glucose value at the time of the event was 50 mg/dl. The customer was treated with carb intake and assisted/self treatment of severe glycemic excursion (major severity). The event involved product(s) mmt-1884, mmt-332a, mmt-244a, and mmt-7040a. Troubleshooting was performed. Found there was afunctional issue. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-244a. No product return is required for mmt-7040a. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040a-snsr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08700 inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump battery cycle 34.0 received the lowbatteryalert (104) on (B)(6) 2025 07:00:00 faster than expected at 0.45 days. Battery cycle 31.0 received the low battery alert (104) on (B)(6) 2025 11:04:00 faster than expected at 4.59 days. Battery cycle 28.0 received the low battery alert (104) on (B)(6) 2025 11:42:00 faster than expected at 0.0 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. No battery failed alarm during testing. In further full review in the pump history found no failed batt/battery failed alarm on related svn#: (B)(4) the event date of (B)(6) 2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Unable to verify customer alleged for low bgs. Customer alleged confirmed unexpected low battery alarm in the pump history, problem isolated to the electronic assembly. Charge/battery lasts less than expected was confirmed, suspecting hardware issue. Customer returned pump for an alleged battery failed alarm not confirmed. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.